Event description:
It was reported that an inter-contaminated and fluid ingression was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were broken. The investigation found the top case was chipped and cracked. The right plunger case was cracked. The pump event history showed a depleted battery alarm in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during inspection. There was contamination on the interconnect board. Upon start-up a depleted battery message appeared when plugged in and the a/c and battery led would not light when plugged in. The root cause of the reported issue was due to use error. The technician replaced the interconnect board. Calibrated device and performed all functional tests which passed.